Manufacturer narrative:
The reported provided lot number a7ea13 for this device; however, this is not a valid lot for the complainant part. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. The lot number provided could not be verified; therefore, further investigation (i.e. Service history review) cannot be performed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the end cap and nut from a pair of reduction forceps 180mm speed lock broke off. Also, the nut from a pair of self-centering bone forceps reportedly falls off. Both issues were discovered during the cleaning process with no patient or surgical involvement. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Service & repair evaluation: the customer reported that the end cap and nut are broken off and that the nut falls off. The repair technician reported bent as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit for further investigation on september 24, 2015. Product investigation summary: the complaint condition for the self-centering bone holding forceps with speed lock (part 398.82 / lot a7ea13) was likely caused by numerous years of use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design related deficiency. The self-centering bone holding forceps with speed lock is an instrument routinely used from the bone forceps set. The device was returned and reported that the end cap of the speed lock had broken off and the nut falls off. This condition is confirmed; the end piece of the speed lock shaft has broken off and the speed lock nut can freely spin on and off of the shaft. It is likely that numerous years of use and possible rough handling during surgery or sterile processing has led to this complaint condition. The balance of the returned device is in fairly worn condition with several markings along its length. The associated drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.